Event description:
While the ventilator was connected to a patient there was smoke development and a rattling sound from the ventilator. There was no patient injury. The ventilator was exchanged.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care ab, solna, sweden. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.